Manufacturer narrative:
The occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results on coaguchek xs meter serial number (B)(4). The customer tested initially at 6:00 a.m. And the result was 2.4 inr. The customer tested again at 6:05 a.m. And the result was 2.2 inr. The customer tested again at 6:10 a.m. And the result was 1.9 inr. The customer stuck a different finger for each test. The customer's therapeutic range is 3.0 - 3.4 inr. There was no allegation that an adverse event occurred. The meter and test strips were requested for investigation. Relevant retention test strips (lot 286320) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The customer¿s strips were returned for investigation. The returned strips were measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips: 4.2 inr, retention meter and customer strips: 4.5 inr . Donor #2: retention meter and master lot strips: 1.8inr, retention meter and customer strips: 1.8inr. The obtained qc results were in the allowed range. No error messages occurred during the investigation. The returned customer material and retention material comply with specification.